Manufacturer narrative:
An air gas module and a pressure transducer printed circuit board (pcb) have been returned for investigation. The received pressure transducer printed circuit board (pcb) was installed in the reference ventilator and passed pre-use check. The measurement of the pressure transducer printed circuit board (pcb) was as expected. The conclusion is that the pressure transducer printed circuit board (pcb) is working as expected. The received air gas module was installed in the reference ventilator and the gas module failed the pre-use check in the subtest "flow transducer test". The test log from the pre-use check shows that the gas module deliver less air gas to the patient with the consequence that the oxygen concentration will be higher than expected. The failures were caused by a defective delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The failure was confirmed in received device logs.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer and flow transducer tests during pre-use check. There was no patient involvement. (B)(4).